Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, force sensor test error was noted. Device was powered on, and force sensor was tested. The reported customer complaint was able to be confirmed; all the reading of force sensor within the required specs but the value is fluctuating. The problem source has been unable to be determined, as no physical or any other damaged was found on force sensor or plunger cable.

Event description:
Information was received that device has system failure. No patient involvement.